Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged and programming adjustment were made, however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.